Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit had a missing address/serial number label graphic design layer, missing end cap sticker, cracked casing at a display window corner, minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system while refilling the reservoir. The patient's blood glucose at the time of incident was 168 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared flush. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.